Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the initial report h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the root cause of the phenomenon ¿failure occurred during procedure. 15 minute delay.¿ additionally, due to the following facts found out from the investigation, olympus could not identify the root cause of the phenomenon ¿due to corrosion on the endoscope connector, b30 (scope communication error) occurred¿ or the phenomenon ¿due to dirt on the electrical contacts of the endoscope connector, b30 (scope communication err) occurred.¿ the event can be prevented by following the instructions for use which state: "warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a b30 scope communication error on the evis eus ultrasound bronchofibervideoscope during the procedure. No patient harm was reported. The intended procedure was diagnostic (endobronchial ultrasound and find needle aspiration). The device was inspected before use per the instructions for use. There was a fifteen-minute procedural delay and fifteen minutes of extended anesthesia time. The intended procedure was completed. The patient was not affected and no additional treatment or extended hospital stay was required.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the scope had an image noise with a b30 scope communication error. Addition findings include the following: the scope connector had fluid invasion; the image had stain marks; the scope connector had corrosion; the circuit board had corrosion; the ultrasound connector had corrosion; the bending angle did not meet the specification; and the bending section cover adhesive was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.